Manufacturer narrative:
Manufacture date: unk as the batch number was not disclosed. Other for coil protrusion.

Event description:
Eight coils had successfully been placed in the left internal carotid artery. It was reported that the ninth coil [subject device] protruded into the parent artery, and a stent was placed to trap the device to the vessel wall. There was no reported clinical consequence to the pt.